Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The applicator was disposed of by the user and thus could not be analyzed.

Event description:
Patient was treated with a single use femwave applicator without incident. User facility reported thermal injury to adjacent tissue, requiring surgical intervention.